Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that burr was stuck in vessel and guidewire, and additional device was used to remove the device. The target lesion was located in the coronary artery. A rotapro 1.50mm was selected for use. During the procedure, it was noted that the burr became stuck in the vessel proximal to the lesion. Furthermore, the burr also became stuck on the wire. Upon attempting to physically pull the burr out, the drive shaft of the rotapro detached from the burr, leaving the burr itself stuck on the wire in the vessel. To remove the device, pulling of the burr, advancing a separate wire and nc balloon down the vessel and inflating to bring the burr out of the vessel into the guide were performed. Snaring the burr with nc balloon was also done. The procedure was stopped, and physician decided to bring patient back for future procedure after faulty rotaburr. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was returned for analysis. The device returned without the burr loaded on it; therefore, no sign of jamming could be found. The body of the guidewire was kinked/bent measured from distal to proximal. The spring tip was observed bent.

Event description:
It was reported that burr was stuck in vessel and guidewire, and additional device was used to remove the device. The target lesion was located in the coronary artery. A rotapro 1.50mm was selected for use. During the procedure, it was noted that the burr became stuck in the vessel proximal to the lesion. Furthermore, the burr also became stuck on the wire. Upon attempting to physically pull the burr out, the drive shaft of the rotapro detached from the burr, leaving the burr itself stuck on the wire in the vessel. To remove the device, pulling of the burr, advancing a separate wire and nc balloon down the vessel and inflating to bring the burr out of the vessel into the guide were performed. Snaring the burr with nc balloon was also done. The procedure was stopped, and physician decided to bring patient back for future procedure after faulty rotaburr. No further patient complications were reported.